Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event stating that "filter was not getting deployed even after pushing blue button" and returned product. The filter, both the introducers, the introducer dilator, and the blue sheath are returned. The filter is loose. A secondary leg is curled under its primary leg and two other secondary legs are squeezed towards the center of the filter. On the used femoral introducer, the piston can not be advanced out. The introducer is cut and it is shown that the piston is damaged by different marks. During manufacturing processes the filter is loaded onto the introducer using a specially designed loading machine and an instruction. This damage cannot have happened during the loading. What caused the incident cannot be determined, however it is assumed that the damage was inflicted during or after use. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4) d4) catalog# igtcfs-65-2-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter was not getting deployed even after pushing blue button. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.